Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that system was not booting up. Upon checking the power in m cabinet, fse confirmed the power supply unit was okay. Upon troubleshooting, fse found that cooling unit has a leak that resulted in shutdown of cooling unit to prevent any further issues. To resolve the issue fse replaced the cooling unit, cleaned oil that leaked out of bad connection and filled with new oil. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.